Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate therapy. The patient was in an atrial fibrillation (af) episode and therapy was withheld, but then detection was met, which caused the patient to receive shocks. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.